Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty procedure, the indeflator pressure did not increase; therefore, the procedure was continued with another indeflator. There was no report of adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.